Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the patient is experiencing pain. As a result of this pain the sales rep requested a CT scan modeled for a pmi reverse glenoid component to replace or adapt to the existing zimmer tsa with tm glenoid that was put in posteriorly. The surgeon may leave a portion of the tm glenoid in tact and drill through, but surgeon is open to options. No further information has been provided. The component lot # or catalog number is unknown. Based on the information provided it is not believed to be caused by the implant or instrumentation, but rather the placement of the device.

Manufacturer narrative:
The manufacturing lot number was not reported so the device history record (DHR) was not reviewed as part of this investigation. Patient is status post right side total shoulder arthroplasty. As of the date of this investigation, no defect was alleged in the tm glenoid device itself; rather, the complaint alleged that the tm glenoid was implanted posteriorly. Documentation is available to help facilitate a successful surgery. This includes a surgical technique which was developed in concert with orthopedic surgeons and details the correct method of implantation and a package insert, included with each tm glenoid, which directs the surgeon to refer to the surgical technique prior to implanting the device. As an adjunct to this complaint, the surgeon had also requested a specialty device to augment or replace the existing tm glenoid so the existing device may not be explanted in the future. At this point in time, there is no indication that the tm glenoid device itself had failed and no new risk or change to an existing device risk has been identified. This investigation is considered closed at this time. Should additional information become available, this investigation can be re-opened.

Event description:
It was reported from the pmi group, the sales rep requested a CT scan modeled for a pmi reverse glenoid component to replace or adapt to the existing zimmer tsa with tm glenoid that was put in posteriorly. The surgeon may leave a portion of the tm glenoid in tact and drill through, but surgeon is open to options.